Event description:
It was reported that during a laparoscopic sigmoid colectomy involving the circular device. The procedure was described as straightforward with no complications, and the leak test showed no leak. However, on (B)(6) 2025, the patient experienced tachycardia, and a computed tomography scan revealed an anastomotic leak. Upon re-entering the abdominal cavity, it was discovered that the anterior anastomosis had fallen apart, leading to sepsis and an abdominal cavity infection. As a result, the patient required a temporary colostomy and wash out, followed by an additional surgical procedure to address the anastomotic leakage. The patient experienced extended hospitalization due to these complications.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.